Manufacturer narrative:
The device was received for evaluation. A service history review was performed and revealed that the device has no previous service events; therefore, servicing did not cause or contribute to the reported event. The device was found out of specification in relation to the customer reported 'buttons on 1st column do not function' which was reproduced. The reported condition was verified. The cause was determined to be a corrosion on the input/output (I/o) board. The I/o board was replaced to correct this condition. Should additional relevant information become available, a supplemental report will be submitted.

Event description:
It was reported that a spectrum iq pump buttons on the first column were not functioning. This occurred during an unspecified process step. There was no report of patient injury or medical intervention associated with this event. No additional information is available.